Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this lead was unable to be implanted due to high pacing thresholds and placement difficulties. Additionally, the helix mechanism required more turns than usual to retract. This lead was then successfully replace and new lead implanted. Additional information was received from the product analysis and was found that this lead exhibited an inner coil fracture. No adverse patient effects were reported.